Event description:
It was reported that the patient was being considered for a revision surgery due to failure of their subscapularis that lead to the patient's gleno humeral joint unstable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00842-2. Medical products: item#: 113044, versa-dial 46x21x50 hum head; lot#: j7089153. Item#: pt-113950, pt hybrid glen post regenerex; lot#: 964350. Item#: 113631, comp primary stem 11mm mini; lot#: 65025650. Item#: 118001, versa-dial/comp ti std taper, lot#: 465650. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include joint instability due to the apparent osteolysis and suspected glenoid implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.